Event description:
The stent did not cross the target lesion. Upon receipt of this product, the stent was frayed at the proximal end. Analysis of the returned product also revealed proximal stent strut uplift. Additional details regarding the patient and procedure were requested but were not available.

Manufacturer narrative:
A report was initially received that three cypher sds were associated with failure to cross. When the products were returned, one of the products revealed proximal stent strut uplift. The reason for the patient's initial admission to hospital was not reported; but an angiogram revealed a lesion in an unknown vessel. No vessel and/or lesion characteristcis were provided. It is not known if the lesion was pre-dilated prior to the introduction of three successive cypher stents; a 2.50 x 13mm, a 3.00 c 13mm and a 2.50 x 3mm. It is unclear from the report as to which stent was introduced in what order. Attempts to cross the lesion with any of these products were unsuccessful and the products were retrieved without injury to the patient. It was later clarified that when the 2.50 x 33mm cypher sds was removed, it revealed proximal stent strut uplift. Attempts to obtain further information have been unsuccessful. The 2.50 x 33mm cypher sds was returned with its' associated stent mounted between the markerbands. Visual examination revealed proximal stent strut uplift and compressed omegas. Crossing profile of the stent revealed that measurements were within specification. No further analysis was performed. A DHR review of the involved lot number revealed that the product met requirements for product acceptance. Conclusion: the reported complaint of frayed stent were confirmed by analysis; though its' exact cause could be conclusively determined. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, it seems likely that the damage occurred during the procedure.